Event description:
When the reperfusion catheter 032 was removed from the package it was noted that 11 cm of the proximal tip was kinked. The physician replaced the catheter with a new reperfusion catheter 032 and continued the procedure.

Manufacturer narrative:
Conclusion code: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: conclusion: there is a break in the proximal shaft immediately after the end of the spiral cut strain relief. The distal tip of the catheter has multiple flat spots at 0.6-0.9 cm and 1.5-2.0 cm from the distal tip. There are single axis kinks at 42 and 107 cm from the distal tip. The catheter is non-functional. The damage noted in the complaint is confirmed. The cause of the damage cannot be directly determined. Damage at this location has frequently been caused by rough handling of the catheter out of the patient. The flat spots and kinks along the rest of the catheter imply that the catheter was not handled with care. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.